Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in the distal portion of a tortuous circumflex artery, the quantum monorail balloon ruptured at 16 atm's on the initial inflation. The pt was asymptomatic with this event. The types and sizes of introducer sheath, guidewire, guide catheter and inflation device used in this case are unk. The procedure was successfully completed. No pt injuries or procedural complications were reported. Pt status is reported as "good".